Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the damaged console cover (0441-00-0194). Tested system and completed full pm. All calibrations, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h11 it was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) console cover is damaged. There was no patient involvement. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj.the failure analysis and testing dept. Received part with a reported unit failure of console cover damaged.the failure analysis and testing dept. Performed a visual inspection and found the console cover to be damaged in the back of the cover.please see attachment. The console appears to have been forcefully impacted against something, most likely a wall.the fat verified the complaint of a damaged cover.retaining the cover in the fat per procedure.per sme- based on information in the complaint, the probable root cause is damage to the back cover due to excessive force. A getinge field service engineer (fse) evaluated the unit and replaced the damaged console cover (0441-00-0194). Tested system and completed full pm. All calibrations, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) console cover is damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.